Event description:
The dr had difficulty inserting the iab into the hemostasis valve. Once the balloon was inserted, iabp continued without further problems. Event complications: none from the event - reported 11/20/96. Pt current status: unk - rpt'd 11/20/96.